Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's relative called to say the patient fell and hit their head last friday (B)(6) and since then they were suffering from hallucinations. The dbs system was working as intended though. It was confirmed that damage to the implantable neurostimulator could cause the issue. The issue wasn't resolved.